Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that the proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment. Flex-guide carving would create resistance to thumb advancer deployment and sheath slit. The returned condition revealed that thumb advancer stroke and sheath slit were complete, indicating additional force was applied. As the thumb advancer was distally advanced against resistance, the garage leaves punctured into the sheath and cut it as observed. Also, the sheath became elongated beyond the distal end of the device. Subsequently, as the clip was fired, the clip tines punctured the distal end of the sheath, resulting in the clip being captured. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. The probable root cause for the stretched sheath that captured the clip is deploying the thumb advancer against resistance. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after completing all 4 steps normally, hemostasis was not achieved by the device. After device removal, it was observed that the clip was seen at the distal end of the exchange sheath. Manual compression and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.